Manufacturer narrative:
The hba1c reagent lot number was 744199. The expiration date were not provided. Qc was within ranges. The customer mentioned that they had a reagent probe issue that need adjustment and they removed all c-pack reagent caps without being adviced to do so. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 4 patients' samples tested with hba1c assay on a cobas pure c303 analytical unit when compared to a competitor's platform in a different facility. Sample 1 (patient 1): initial result: 9.96%. Repeat result: 8.9% (tested on non-roche analyzer). Sample 2 (patient 2): initial result: 7.49%. Repeat result: 6.8% (tested on non-roche analyzer). Sample 3 (patient 3): initial result: 7.82%. Repeat result: 7.2% (tested on non-roche analyzer). Sample 4 (patient 4): initial result: 6.52%. Repeat result: 6.0% (tested on non-roche analyzer). The customer questioned the initial results as they didn't match the patients' medical records and sent the samples to another laboratory using a competitor's analyzer to be retested. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The field service engineer found that the reagent probe was misadjusted. He adjusted the reagent probe. He then performed qc and system checks and they were within specifications. The root cause was due to a misadjusted reagent probe. The service actions (adjusting the reagent probe) resolved the issue.